Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.

Event description:
The pt underwent an abdominal wall repair with component separation in (B)(6) 2011 with multiple pieces of veritas sewn together and implanted with suture. Approx 2 weeks post implant, the repair had ruptured with dehiscence of the repair noted under an intact skin closure. The physician decided to monitor the re-herniation, however, the dehiscence began to rapidly expand and the skin closure broke down leading to an infected field. At the end of (B)(6) 2011, the physician reported that he could see small intestine through the skin breach and placed a wound vac. Over the course of a week, the wound vac expelled significant drainage. The pt was taken back to the operating room at which time there was debridement of necrotic tissue and the veritas was reportedly dissolving in the presence of bacterial enzymes. The wound vac was reapplied. On (B)(6), 2011, the pt was taken back to the operating room. The procedure was reported to have gone better than expected and the veritas patch reportedly looked "pretty good". The physician released the suture line and exposed the herniated portion of bowel. The perimeter suture lines were not obvious and the veritas appeared healthy and incorporating. It was noted that the "suture line on the [veritas] piece sewn in to the top had split". It looked like the top piece of veritas that he had sewn on had separated and there was some retraction so that the sides were intact with veritas and an opening at the top. It was not known why or how the suture line had ripped. The physician performed some debridement and placed a wound vac. The pt has an active infection and there was a fair amount of exudates.